Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple alarms occurred as pump wake button was not functioning. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.